Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed on both the device and reload and the manufacturing criteria were met prior to the release of these lots. The following information was requested, but unavailable: it was reported that upon opening the device, it has stapled most of the bowel, but there was a remaining piece unstapled. Was the cut line complete? (Incomplete staple line). Or, did the cut line stop at approximately the same place as the staple line? (Partial fire) response received: I don't have this information.

Event description:
It was reported that during a right hemicolectomy procedure, on the first firing (trouser leg) the instrument worked fine. On the second firing (across the top) the stapler became stuck half way through firing. The surgeon forced the firing knob to complete the firing sequence which in turn resulted in the firing knob detaching from the instrument into several bits. They were firing across bowel using a blue reload. Excessive force was used. Upon opening the device it had stapled most of the bowel but there was a remaining piece unstapled to which he used another linear cutter. The surgeon over sewed the anastomosis which would have been his normal practice anyway. There were no adverse consequences for the patient reported. One device and one reload have been discarded.